Event description:
Baxter (B)(4) received a report that an infusor leaked (backflow) at the fill port during filling. The device was being filled with a solution of saline and 5-fu. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of solution in the reservoir. Visual examination did not confirmed the reported condition of leak. A functional test was performed and the root cause was determined to be a crack on the fill port post. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.